Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that following a procedure on the magnetom essenza system, a patient suffered a burn to the left calf. The patient was examined using the knee coil on the right knee and reported a burn approximately 4cm in diameter 4 hours after the procedure on the left calf. The patient was administered medical treatment by a burn specialist. We are unaware of any further details regarding the patients condition.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation, tune up and qa testing data was assessed by our technical experts. It was determined that: - all the cushions used during the examination are provided by siemens. -there was no mechanical damage of the extremity matrix (serial no. (B)(4)) by visual inspection. - sar profile analysis was below the limits given by iec 60601-2-33. - all tune-up/qa checks were performed and no defect was found. - cotton sheets were used to cover the left leg during the examination and patient clothing was made out of cotton according to the incident report. No abnormalities during the scanning were found. - no abnormality was found by checking the maintenance records of the last 2 years. - no abnormalities could be found on the body coil by checking the body coil power loss since 2012. - b0 test passed. Additionally, a site visit was performed in october 2016. No abnormalities were found and all tests also show that the system works as specified. Analysis of returned parts also show no defect was found on the extremity matrix coil and tales. According to the tests which have been performed by a siemens service engineer and siemens research and development experts on site, the system complies with the given regulations and no quality or product related defects were detected during the detailed investigation. Therefore, the root cause of this event could not be identified and the system is operating according to specifications at this time.